Event description:
The customer reported that the central nurse's station (cns) was displaying a blue screen.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a blue screen. No further information was provided. No patient harm or injury was reported.investigation summary: the root cause could not be determined, as no additional information could be obtained from the customer. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. (B)(4).

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is displaying a blue screen. No harm or injury was reported. No further information was provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/01/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #2 03/10/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #3 03/26/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received.

Event description:
The customer reported that this central nurse's station (cns) is displaying a blue screen.